Event description:
The physician retracted the protective sheath on the stent delivery system prior to reaching the target lesion site in the pt's left anterior descending artery and the stent subsequently embolized in the pt's vessel. The physician was unable to retrieve the embolized stent and the pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.